Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed low flow alarms, and the account attributed the low flow alarms due to the patient¿s small left ventricle (lv) and hypovolemia. A direct relationship between the device and the reported small lv size, hypovolemia, and gastrointestinal bleeding could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2020 to (B)(6) 2020. The pump operated as intended at the set speed for the duration of the log file. The log file recorded transient low flow alarms on (B)(6) 2020 and (B)(6) 2020 when the flow decreased below the low flow threshold of 2.5 lpm for 10 seconds or longer. The low flow alarms resolved when the patient¿s flow increased above the low flow threshold of 2.5 lpm. The log files appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) provides an explanation of all pump parameters, including pump flow. The heartmate 3 lvas IFU lists hypovolemia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 18sep2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had gastrointestinal (gi) bleeding related to supratherapeutic international normalized ratio (inr) and friable tissue and jejunal ulcer that was most likely related to ischemia. Additional information that was received on 15oct2020 reported that the patient's gi bleeding was diagnosed due to patient melena and anemia on (B)(6) 2020 in setting of high inr 3.63. An egd and push enteroscopy were performed on (B)(6) 2020 and showed a non-bleeding gastric erythema with contact oozing and a few non-bleeding angioectasia in the second portion of the duodenum status post clip placement. As previously stated, the patient's gi bleeding resulted in melena, as well as a drop in hematocrit and hemoglobin. Coumadin was restarted and aspirin was continued to be held. The patient's inr goal was lowered from 2.0-3.0 to 1.5-2.0.